Event description:
Treatment of an aneurysm. It was reported that the proximal end of the pipeline was not fully opened after deployed. The physician was able to open it by maneuver with several wires. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. (B)(4).